Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer¿s current blood glucose value was 336 mg/dl. The customer treated high blood glucose with insulin pump. Customer stated that the insulin pump received insulin flow block alarm and was resolved by complete set change. No further patient complications were reported. However, the customer will continue the use of insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.